Event description:
It was reported that during central processing, the instruments insulation was damaged. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no patient interaction with this instrument. The issue was found during central processing.

Manufacturer narrative:
Based on the claim against the product noting the instruments insulation was damaged, an investigation was completed to determine the cause of this reported event. The fenestrated bipolar forceps instrument was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was thermal damage but no missing material. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation is attributed to a component failure. This complaint is being reported due to the following conclusion: failure analysis investigations acknowledges the conductor wire insulation was damaged at the distal end and had thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.